Event description:
It was reported that the patient exhibited valve endocarditis. The patient underwent a pacemaker system explant procedure. The physician explanted the entire system, including the pacemaker, right atrial (ra) lead, and right ventricular (rv) lead. A new implantable cardioverter-defibrillator (ICD), along with ra and rv leads, was implanted on 04 may 2026. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.